Event description:
A hospital in maryland reported via our distributor that an rt235 infant breathing circuit had a hole close to the wye. This was noticed after about a day of use on a patient. The hospital confirmed that there was no patient consequence.

Manufacturer narrative:
The complaint rt235 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.